Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 11-363661, lot: 829670, 36mm cocr mod hd -3mm,, part: 11-103205, lot: 640430, taperloc por lat fmrl 11x142, part: 010000662, lot: 6993850, g7 pps ltd acet shell 50d, part: 20103604, lot: 64952292, g7 longevity neutral 36mm d, part: 98-b001-007-18, lot: unk, por st/g7 cp/xl ln/std hd.

Event description:
It was reported that the stem would not seat properly. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified scratching on the neck and taper of the stem. Water marks\discoloration is present on the distal end of the stem. Additionally dimensional analysis was preformed, analysis found the overall length of the stem was measured to identify the size. The length falls within the appropriate range for a 12.5x145 stem. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.